Event description:
It was reported that an infection occurred. The lead was explanted. A single chamber implantable pulse generator (ipg) was implanted as a bridge to replacing the ICD system when possible as the patient is pacemaker dependent. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Concomitant products: 693565, implantable tachy lead, implanted: (B)(6) 2010; 5076-52, implantable pacing lead, implanted: (B)(6) 2010; d 224trk, implantable cardioverter defibrillator (ICD),  implanted: (B)(6) 2010. (B)(4).